Event description:
It was reported to boston scientific corporation that during a procedure using a capio open access suture capturing device, the capio device cut the suture. It is unknown if the suture and/or needle detached inside the patient. The procedure was completed with another capio open access suture capturing device, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. A review of the product labeling was performed; there was no indication found that the device was used against labeling. The returned capio device showed no anomalies. There were no sharp edges found in the carrier or suture slot that may have contributed to the event. The device functioned properly during functional testing; no breakage or detachment of needle suture occurred. The reported device issue could not be confirmed.